Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing a bladder indwelling foley catheter with a temperature sensor that was inserted on (B)(6) 2026, there was a case in which the balloon fixation water could not be withdrawn. By performing the action of pushing in the syringe while twisting, the water was gradually withdrawn, allowing the catheter to be removed. Considering the possibility of an obstruction in the inflation lumen, pumping with sterile water was attempted, but while water could be injected, it could not be withdrawn. While confirming with ultrasound, the previously mentioned action was used to withdraw the water, and since the balloon seemed to have mostly contracted, the doctor was able to remove it, resulting in a state as shown in the attached photo. Before removal, the catheter on the inflation valve side was cut, but the water could not be withdrawn. With the cooperation of the doctor, the catheter was slowly removed. This was an incident in which it was difficult to withdraw the balloon water during catheter removal.